Event description:
Pt was hospitalized due to high bg's.

Manufacturer narrative:
Multiple attempts have been made to try and retrieve further info. Pt has notified tandem she is having phone issues. Tandem has asked that she call back to further discuss event. Should new info become available a f/u MDR will be submitted.